Event description:
Customer reported a potential hazard when using the fc 500 flow cytometer. The operator received a minor electrical shock at the usb (universal serial bus) extension cable. The instrument turned off when the shock occurred. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The humidity reading in the lab was "low", i.e. Less than 20%. Provided info to the customer to install a static mat to touch before touching the computer or usb drive. A review of the static shock incident indicated that safety issues are not associated with this failure. This was an esd (electro static discharge) event, most likely exacerbated by the low humidity in the lab. The fc 500 flow cytometer is compliant with the (B)(4) and iec is international electromechanical commission. The field service engineer reloaded the optimal default bois settings, and returned the instrument to operation. Root cause of the static shock was due to the low humidity in the lab. A review of similar events was conducted. There have been no other similar reports from 2004 to 2010. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add¿l reportable events.